Event description:
New information notes that x-ray imaging was performed, and rv lead dislodgement was noted, which led to the inappropriate therapy. The physician elected to successfully reposition the rv lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inappropriate high voltage (hv) shock therapy was delivered by the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.